Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the circular stapler was not functioning properly. After the anastomosis was completed, was not able to identify two distinctive tissue donuts. Only the proxima donut was visualized. The distal donut could not be located. The surgeon had to re-anastomosis after this and could not attain the colostomy take down. Intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, during an open colostomy takedown with colorectal anastomosis intraoperative proctoscopy. The proximal (descending colon portion) went below and did a proctoscopy. Due to a lot of stool remaining in the rectal stump, after using stapler shot, only proximal donut was completed and could not find the distal donut. As proctoscopy was continued, there's a lot of stool in the anastmosis and a leak was noticed. At that point, anastomosis revision was decided. So went little bit lower on the rectum with a contour stapler and then transected the descending colon just proximal to the anastomosis with a purple load. The anastomose was sent off for pathology inspection. After inspection, tried identifying the other donut of the anastomotic rings and sent for pathology. After the colon and the rectal stump were mobilized, another portion of anastomosis (without stool) was created using a stapler. Two complete donuts and two complete rings were achieved. The rectal one was open on the thin side. Colon was cleansed and during proctoscopy, a tiny leak was noted on the side but closed by silk sutures. Proctoscopy was done twice after ensuring there was no bubbling. Since the rectal stump was bruised and already low in the pelvis, it was elected to create a diverting loop ileostomy to protect the anastomosis for a couple of months and then after it can be revived. There were estimated 100 ml blood loss, therefore tisseel was applied on the colorectal anastomosis. Also, a precautionary 19 french blake darin was placed and brought the right side of the abdomen and matured in the usual brooks fashion with suture. After that, the rest of the colon was taken from the end colostomy and from the abdominal wall on the left side and close that fascial defect with a pds and stapled the skin over a penrose drain. The middle wound was irrigated and fascia was closed with pds and the skin was stapled. Overlying dressing was applied. The patient tolerated the procedure well.